Event description:
Procedure: bullectomy. According to the reporter: the instrument would not cut tissue and stapled only the proximal end of the tissue. Tissue was resected with a new sulu to recover.